Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Received via medwatch# (B)(4) on 1/4/2021. The tip of the clip applier broke into patient and could not be found during the surgical procedure. The surgeon and the team tried looking for it with the robot camera and to no avail. X-ray was taken after the ileal conduit was created and closure since surgeon said its insignificant and they are not going to go back in. The result is positive. The patient was transferred to pacu stable.

Event description:
Received via medwatch# 4500440000-2020-8012 on 1/4/2021. The tip of the clip applier broke into patient and could not be found during the surgical procedure. The surgeon and the team tried looking for it with the robot camera and to no avail. X-ray was taken after the ileal conduit was created and closure since surgeon said its insignificant and they are not going to go back in. The result is positive. The patient was transferred to pacu stable.

Manufacturer narrative:
(B)(4). A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. A dimensional inspection was not required as part of this investigation. A functional inspection was not required as part of this investigation. Device number and/or type and size was not reported for DHR and complaint history review. No sample, photo, or details received for evaluation.